Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for further evaluation. A lot number become available and retained units were evaluated and passed the internal testing. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4).   No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number.   We will maintain this report for further references and continue to monitor other reports for similar occurrences.   If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: detailed inquiry description: we have used the braun smallbore extension set when we start IV's for years. The past few months, we have experienced the white injection caps coming loose from the tubing before and even during the infusion. I had one today that I made sure was tight, then it fell off at the end of the infusion. It is very disturbing because the chemo is coming out one end and blood from the patient coming out the other end."